Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received two universal surgical manipulators (usm) involved with this complaint to perform failure analysis and the reported complaint was confirmed and replicated. Usm (sn: (B)(6)) was tested on an in-house system and triggered an error 31226. The unit was also tested on the test platform and it failed fiber test. As a fix, the rolling loop assembly will be replaced. Usm (sn: (B)(6)) was tested on an in-house system and it failed in normal mode as errors 1126 and 31226 were triggered. The unit was also tested on a test platform, and it passed lissajous, sensors check, sine cycle and brake tests, but failed the fiber test on the clockspring & parallelogram. The clockspring and parallelogram assemblies will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error on the patient side cart (psc) was displayed and the side had to swap it out with another psc. The customer didn't know the error number. Intuitive surgical, inc. (Isi) technical service engineer (tse) asked if one of the universal surgical manipulators (usm) turned a different color than the others, but the customer was not aware. The logs showed errors on all usms in the past couple of days, but no errors were noted at the time of the call. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse arrived on site and usm 1and 3 were having issues with fault 32097 and aurora link errors. The isi fse replaced both usms. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the parts; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.